Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known complication to the procedure. Operational context contributed to the event.

Event description:
Patient presented with a 90 degree angle in the aortic neck; had successful implant of a bifurcated device and a proximal cuff in 2007. On approx seven months later, patient was brought in to treat a proximal endoleak with a palmaz stent and a proximal cuff. Patient is doing well.